Event description:
Meter would only prompt an apply sample message while attempting to test. It is not known how long the meter was prompting the apply sample message. The pt was experiencing symptoms of hunger, thirst, and irritation. The pt had another meter available. They tested on the other meter and obtained a result of 428 mg/dl. The pt's family meter phoned the nurse for advice; no treatment was reported. The issue was not resolved with trobuleshooting. Based on the info provided, the meter did malfunction, however, there is no evidence that the meter contributed to a serious injury. The pt is being sent a new meter and test strips.